Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed per visual examination of the returned product, which identified the instrument was returned because the strike plate fractured. Further analysis confirmed the strike plate material to be consistent with 17-4 stainless steel alloy. The features of this fracture surface and mode align with those reported in summary of failure analysis of shoulder impactor threaded strike-plates. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mini baseplate impactor fractured during impaction causing the surgeon to hit their hand. No impact to the patient was reported. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.